Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the angiographic examination was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm would not move and not able to input any new patient. Review of system log file did not confirm any geometry malfunction. Upon technical inspection fse found the main computer host was jammed preventing the movement of new patients. Fse regenerated the patient database, cleaned and checked the hard disk. After that system was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c-arm would not move. The issue was found during clinical use and resulted in a delay to therapy. No harm has been reported to philips. Philips has started an investigation of this complaint.